Event description:
It was reported that during a da vinci-assisted prostatectomy-radical extraperitoneal with lymphadenectomy surgical procedure, when endoscope orientation was changed, the instrument movement was inverted- up is down, left is right etc. Shortly after call started, caller reported the issue was resolved and movement was then back to normal. Technical support engineer (tse) asked caller to flip orientation back and forth again and check if movement was still normal in both orientations. Caller did so and reported movement of instrument was normal in both endoscope orientations. Tse checked live logs and found error 23003 on universal surgical manipulator (usm) 2, axis 4 which may indicate an issue with roll bearing in the endoscope. It was stated surgery was proceeded as instrument movement worked fine. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting inverted instrument movement, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Caller was able to resolve the issue. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with csr and it was confirmed that the cases were completed without any issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.